Event description:
It was reported that wire lumen was fractured. A angiojet zelante was selected for thrombectomy procedure. During removal, it was noted that the outer lumen was fractured. The angiography revealed that there was thrombus left. The procedure was completed with another device. No patient complications were reported. It was further reported that the fracture occurred approximately 70cm from the hub. No error message was displayed, and no damage was observed on the packaging before use.

Event description:
It was reported that wire lumen was fractured. A angiojet zelante was selected for thrombectomy procedure. During removal, it was noted that the outer lumen was fractured. The angiography revealed that there was thrombus left. The procedure was completed with another device. No patient complications were reported.